Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and mr, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of mr was likely a result of the observed slda which then caused the cascading effect of dyspnea. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. At the one month follow up, the clip was confirmed to be secure, with no change to mr. On (B)(6) 2016, the patient presented with shortness of breath and it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4+. On (B)(6) 2017, a second mitraclip procedure was performed for treatment of the slda and increased mr. The clip delivery system (cds) was advanced and 14 grasping attempts were performed; however, the leaflets continued to slip out of the clip. Grasping was noted to be difficult due to the visualization and leaflet anatomy. After 2.5 hours the decision was made to discontinue the procedure. The patient was confirmed to be stable post procedure and will be assessed for mitral valve replacement surgery on a later date. No additional information was provided.